Event description:
It was reported that following device implant both the ventricular and atrial lead displayed high impedances. The device was removed and replaced, and all lead parameters were then good. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): no anomalies found. Additional finding of grommet damaged. The device passed all lab tests so the reason for report could not be confirmed. The grommet damage happened during procedure.